Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz (cleaner) leak from the needle of their coulter hmx instrument and onto the counter. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of a gown, eye protection, and gloves. No injury or exposure was reported and no patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found the vacuum chamber vc6 that drains the bellows was not draining. After troubleshooting fse replaced the solenoid for pinch valve pv31 that did not open all the way. Fse performed another startup and found that bellows was still leaking slightly out the top but only during startup and blood sample valve (bsv) was intermittently locking up. Per fse, a bsv actuator that was getting stuck prevented vacuum from reaching needle bellows. Fse ordered needle assembly and bsv actuator that customer installed. This resolved the issue. The cause of the event is primarily attributed to solenoid sol36. The needle assembly and bsv actuator contributed to the event. (B)(4).